Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial (B)(4)) found that the battery was at normal end of life, and there was no telemetry. The battery did not show any signs of an internal short or any cause for pre-mature depletion. No problems were found with the battery.

Manufacturer narrative:
Product ID: neu_wrench_acc, product type: accessory. (B)(4).

Event description:
The patient started to ¿feel bad¿ and it was found that ¿the system run out of battery¿. The battery depletion was not normal. The ins system was replaced. Everything was working normal and the patient was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.